Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. The accu tnl result was 0.71ng/ml. The result was reported out of the lab. The customer collected a fresh smaple from the pt and tested for accu tnl; the result was 0.01 ng/ml. The customer then re-centrifuged and re-tested the pt original sample for accu tnl; the result was 0.01ng/ml. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.